Manufacturer narrative:
Date of death has been estimated, date of event has been estimated, date of implant has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: relationship between stent diameter, platelet reactivity, and thrombotic events after percutaneous coronary artery revascularization. The additional adverse patient effects referenced are being filed under a separate medwatch report #. (B)(4).

Event description:
It was reported through a research article that xience stents may be related to ischemia-driven target vessel revascularization, stent thrombosis, myocardial infarction, bleeding, and death. Specific patient information is documented as unknown. Details are listed in the attached article titled: "relationship between stent diameter, platelet reactivity, and thrombotic events after percutaneous coronary artery revascularization."

Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.